Manufacturer narrative:
Investigation summary - bd received five photos for investigation. After analyzing the customer photos, dlm was confirmed based on the customer photo. Additionally, 20 retained samples underwent a functional test for proper activation, and all samples activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® eclipse¿ blood collection needle the safety shield detached from a needle causing a needlestick to the healthcare provider. The healthcare provider had labs performed., and no further impact was reported.

Event description:
It was reported after using bd vacutainer® eclipse¿ blood collection needle the safety shield detached from a needle causing a needlestick to the healthcare provider. The healthcare provider had labs performed., and no further impact was reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.